Manufacturer narrative:
The returned components were evaluated. The reason for revision was stated as being due to a ¿mechanical complication¿, although the exact meaning of this is unclear as there was no evidence of gross mechanical failure of the components. There are however multiple indications of adverse wear. The presence of bony ingrowth on the returned acetabular shell indicates good fixation of the part in the patient. The large wear stripe on the articulating surface of the head suggests that some joint laxity may have been present, or that the joint had experienced a degree of subluxation. The hazy region on the bearing surface is probably residue from a tribo-layer or proteinaceous film. The acetabular component shows evidence of rim wear which indicates subluxation of the head. The surgical technique provided with the recap acetabular shell specifies an orientation which has an inclination angle of 45 deg., and anteversion of 20 deg.; however the positioning of the component cannot be confirmed without radiographs or further information. Furthermore, the literature describes a correlation between high inclination angle of the acetabular shell, the resulting edge loading and increased wear, particularly for an angle steeper than 55 deg. While the components do show clear evidence of adverse wear, indicated by the presence of wear stripes, their contribution to the overall failure (¿mechanical complication¿) could not be determined using the information provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.